Event description:
During follow-up, no sensing, threshold, or impedance was observed on the left ventricular lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies.